Event description:
It was reported that patient initially had bilateral kinemax plus surgery done on (B)(6) 1996. On (B)(6) 2012 insert exchanges were done for poly wear on both knees. This report is for the left knee.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown kinemax left knee. Additional information has been requested and if received will be provided in a supplemental report. (B)(4).

Manufacturer narrative:
Corrected data: brand name, product code, catalog #, lot #, expiration date, other # (sterile lot #), PMA/510(k) #, device manufacture date. An event regarding wear involving a kinemax tibial insert was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: not performed as insufficient medical records were provided for review regarding the wear event. Device history review: DHR review was satisfactory. Complaint history review: chr review confirmed that there were no other events for the lot reported. Conclusions: the reported insert component was implanted for approximately 16 years when the revision for wear was performed. Without return of the component it is not possible to further investigate this event. If additional information or the explanted component becomes available, this investigation will be reopened.

Event description:
It was reported that patient initially had bilateral kinemax plus surgery done on (B)(6) 1996. On (B)(6) 2012 insert exchanges were done for poly wear on both knees. This report is for the left knee.